Event description:
It was reported that during preparation for an inflatable penile prosthesis (ipp) implant procedure a small hair was discovered on the reservoir. Procedure was completed with another device and no patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 flat reservoir underwent a thorough analysis. It was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. Based on the information available and analysis results, the product analysis was not able to identified the cause that contributed to the reported clinical observation of foreign contamination.

Event description:
It was reported that during preparation for an inflatable penile prosthesis (ipp) implant procedure a small hair was discovered on the reservoir. Procedure was completed with another device and no patient complications were reported.